Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implanted system exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the system remains in service. No adverse patient effects were reported.